Manufacturer narrative:
H.6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2017, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. An ipsilateral leg of a trunk ipsilaeral leg endoprosthesis and one contralateral leg endoprosthesis were implanted in the left side and two contralateral leg endoprostheses were implanted in the right side. On an unknown date, it was observed that the aneurysm became enlarged (amount unknown). On (B)(6) 2024, a reintervention was performed. An angiography was performed to the right limb and it revealed there was not a type iiia endoleak and a type ib endoleak in the right side. An angiography for the left side also revealed no endoleaks. Reportedly, a junction of the two contralateral leg endoprostheses which had been implanted in the initial procedure was seemed to become short and the right common iliac artery was seemed to dilate and the leg was seemed to not align the vessel wall, but there was no endoleaks in the right side, therefore the physician decided to not perform any treatment on the right side. A 16fr gore® dryseal flex introducer sheath was attempted to insert from the left femoral artery, but the 16fr sheath was not able to be advanced. The 16fr sheath was changed to a 12fr gore® dryseal flex introducer sheath. During the 12fr sheath was advanced, it is difficult to advance. But the 12fr sheath was able to be advanced successfully. The 16fr sheath was inserted from the right femoral artery and advanced successfully. Any endoleaks was not able to be confirmed by a CT and a preoperative angiography. However, the physician believed an endoleak might have been from the proximal of the trunk ipsilateral leg endoprosthesis (type ia endoleak) and/or the distal of the contralateral leg in the left limb (type ib endoleak). Therefore, first, an aorta extender endoprosthesis (gore® excluder® conformable aaa endoprosthesis) was implanted proximally. The aorta extender endoprosthesis unintentionally covered the right renal artery partially, about 50%. But there was no issue with the blood flow of it. Then, two contralateral legs were implanted in the left side to extend the initial gore® excluder® aaa endoprostheses in the left side. An angiography was not performed after all devices were implanted and the procedure was concluded. The patient tolerated the procedure. The aneurysm enlargement required the reintervention is captured in (B)(4). Unable/difficult to advance sheath and unintentional partial obstruction of the right renal artery are captured in (B)(4).